Event description:
It was reported that the device longevity was questioned and should have lasted longer. The device will be replaced. It was also reported that the left ventricular lead had unacceptable threshold and low impedance. The lv lead remains in use, but a lead revision will be performed at the same time as the device replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.